Event description:
The manufacturer received information from a third party service center alleging a ventilator was emitting a burning odor. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "ventilator inoperative" code and "high temperature" alarm conditions were found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issues.